Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used. The physician noticed that the proximal coil was possibly damaged during implant by a kinked sheath. The physician visually inspected the proximal coil and noted that it looked broken/frayed. A different lead was implanted. No patient complications have been reported as a result of this event.